Event description:
A customer contacted beckman coulter inc. (Bci), regarding erroneously elevated troponin (accu tni) results generated by unicel dxc 600i synchron access clinical system for two pts. Pt a and b samples were tested for acci tni and results of 0.732ng/ml and 0.533ng/ml were obtained respectively. The results were not reported out of the lab. The original samples of both pts were re-tested and repeated results were: 0.025ng/ml and 0.015ng/ml for pt a and 0.163ng/ml and 0.155ng/ml for pt b. The results of 0.025ng/ml and 0.163ng/ml were reported out of the lab. There was no effect to pt treatment in connection to this event.

Manufacturer narrative:
The samples were serum, collected in 13x100 greiner vacuette tubes. The specimens were noted to be 3/4 full and clear upon visual inspection. The samples were centrifuged at 2,200 g for 10 mins at room temperature. The specimens were sampled from the primary tubes. The bci application specialist (as) discussed pre-analytical sample handling with the customer: based on information provided, the minimum elapsed time between samples collection and time results were obtained was much shorter then required. Three levels of qc resulted within range during the time of the event. A system check performed in late 2008, met specifications. No errors were posted to the event log. A field service engineer (fse) was not dispatched for this event, because the event is believed to be due to sample handling issues, and the as will continue to monitor the event with the customer. Although sample handling is believed to be a contributing factor to this event, a definitive root cause was not determined. A malfunction will be assumed for the purpose of this report.